Manufacturer narrative:
Product complaint # (B)(4). B3: exact date is unk. Assumed first day of the month. Investigation summary the product was returned for evaluation. Visual inspection revealed that one needle suture piece and one empty foil packet that pertains to the product code sxpp1a400 were received for analysis. During visual inspection of the returned sample revealed notable tool marks on the body of the needle. Examination of the suture showed that the end was split and cut, likely caused by contact with a surgical instrument. Additionally, the presence of body fluids and crimping marks were detected on the strand. As the suture is absorbable and the duration and conditions of environmental exposure could not be determined, functional testing was not performed. To prevent this kind of damage: care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 1070cl / sxpp1a400-17 batch number, and non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2026 and barbed suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. According to sale rep's feedback, this hospital adopts the regular visiting process, the specific operation time and operator is unknown.